Manufacturer narrative:
Follow-up received in 21-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced periods that lasted up to 3 weeks / bleeding and severe cramping. She underwent a hysterectomy and essure coils were not removed. These events are listed in the reference safety information for essure. Changes in menses pattern and abdominal / pelvic pain may occur with essure therapy. In this case, no alternative explanation was provided. She experienced these events after essure insertion. Based on their nature and considering a compatible temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information is being sought.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5061793) in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent birth control. Following the birth of her last child, the device was suggested and she was told it was a permanent birth control procedure. After having this done, she later began having severe cramping, pains in lower back, abdominal discomfort, migraine headaches and periods that lasted up to 3 weeks. She became ill and weak and often just had no energy to do things because; she was so uncomfortable all the time. Her doctor decided it would be best if she had a hysterectomy and she had it done in 2015. She felt better for a while and then pain, migraines, and discomfort came back. The essure coils were not removed; doctor said that her pelvis was tilted and no need to remove all. Now she is back to the same pain and discomfort just without the bleeding. She truly believe it is the essure coils causing her so much pain. She received ibuprofen and tylenol. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced periods that lasted up to 3 weeks / bleeding and severe cramping. She underwent a hysterectomy and essure coils were not removed. These events are listed in the reference safety information for essure. Changes in menses pattern and abdominal / pelvic pain may occur with essure therapy. In this case, no alternative explanation was provided. She experienced these events after essure insertion. Based on their nature and considering a compatible temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.